Event description:
A jackson-pratt drain inserted into adbomin and pelvis broke on being removed with distal portion requiring return to operating room and laparotomy for retrieval. Inspection revealed a broken jackson-pratt drain.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.